Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a cartridge change error occurred. Customer's blood glucose was 232 mg/dl. Customer changed cartridge and resumed insulin delivery.